Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were fourteen ventricular non sustained episodes less than 210 milliseconds between 2013-(B)(6). The programmer data shows two patient alerts for lead failure predictor on 2012-(B)(6) and 2013-(B)(6). There were two patient alerts for subthreshold lead impedance on 2012-(B)(6) and 2013-(B)(6). There were ventricular short interval counts equal to 1923 counts, in 119 days, between 2012-(B)(6) and 2013-(B)(6). (B)(4).

Event description:
It was reported that there was oversensing on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.